Event description:
It was reported that during procedure, the device has no power when the pedal was pressed. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
The reported console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The unit was serviced onsite by a field service engineer (fse). The fse noted that the cooling system, optical path, and energy output were tested, and a full-power test was performed. The equipment is functioning normally. There were no issues founded within the console; therefore, the initial reported event was not confirmed.

Event description:
It was reported that during procedure, the device has no power when the pedal was pressed. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.